Event description:
In 2007, initial hcg+beta result of 600 iu/l. Same sample repeated recovered 80 iu/I. The next day, a second sample of the same patient recovered 600 iu/l and on rerun 80 iu/l. No information provided to determine if results were used to guide therapy. The sample was not provided for further investigation. No additional information available.